Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va16480, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va16480, ubd: 14-apr-2020, (B)(4), 3889-28, interstim (va16480). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the interstim device had failed. The hcp reported identify clinical diagnosis was pain at the battery and lead that was ongoing. It was noted the system was explanted/replaced on (B)(6) 2018. The patient reported wire and device pain. The hcp stated the event was related to the device or therapy and was not reported to the implant procedure. The hcp stated the wire pain did not resolved since the change to program. It was noted it was not working as effectively and was turned off, the patient was seen the emergency room for pain on the right side with negative finding the CT scan. The hcp stated the interstim had been turned off, the toe pain improved, but the right side pain continued intermittently. The patient also found the battery site painful. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(4) reported the event was resolved without sequala on (B)(4), 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va16480, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the device not working as effectively for the patient was unknown. No further complications were reported/anticipated.